Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 465 mg/dl. Customer¿s current blood glucose level was 215 at the time of incident. The customer also reported other blood glucose values such as over 400 mg/dl, 124 mg/dl. The customer treated for high blood glucose with manual injection and insulin pump. The customer "was" reported that the auto mode was on. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did allege underdelivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was reported that the insulin pump failed high pressure test. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0869 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.